Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer had changed out their reservoir, but the alarm persists. The customer's blood glucose was 17 mmol/l. Troubleshooting found the customer had a no delivery alarm during a manual prime. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.